Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective heater. The event log review indicated multiple tcmid:06 errors, confirming the reported complaint. During the functional testing, a malfunctioning heater element was identified as the root cause of the reported tcmid:06 error, confirming the reported complaint. The defective heater was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) displayed a tcmid:06 (ce post failure) message. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.